Event description:
The account alleges that the bed exit alarm is not functioning.

Manufacturer narrative:
The account decided not to repair this device due to the cost involved. The device will be placed out of service until an aftermarket device is purchased to resolve this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.